Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged increased wound size and wound worsening are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. The nurse confirmed there were no issues noted with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient had significant comorbidities that may be contributing factors in this event. A device evaluation is pending receipt of the device. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 22-mar-2022, the following information was provided to kci by the home health nurse: on (B)(6) 2022, the patient was admitted to the hospital. The patient's wound allegedly increased in size and was getting worse. On 22-mar-2022, the following information was provided to kci by the home health nurse: the patient's periwound allegedly appeared macerated with necrotic tissue and slough. The nurse subsequently sent the patient to the hospital, and it is unknown if the event is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse confirmed there were no issues noted with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. No additional information was provided. Kci record review noted the following: on 05-apr-2022, the home health representative reported v.a.c.® therapy was re-applied to the patient and the details regarding the patient's hospitalization were unknown. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending receipt of the device.

Event description:
On 04-may-2022, a device evaluation was completed by kci quality engineering. On 24-jan-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On 04-may-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged increased wound size and wound worsening are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device met specifications before and after patient placement.